Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a patient alert for high, out of range, high voltage lead impedance. Programming changes were made and the lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.